Event description:
It was reported that the ventilator was connected to a patient. After more than a week of continuous ventilation, the ventilator stopped ventilation after generating three technical error codes indicating disabled valves, lost communication between breathing and monitoring subsystems and an error in the internal memory. At the same time, the pt suffered a cardiac arrest. The pt was bagged and resuscitation was performed. The pt died. The pt had been admitted suffering acute cerebrovascular disease. On follow up, he was diagnosed as brain death. However, he was hemodynamically stable, and pulmonary lung functions were normal. He had lost consciousness and was intubated to protect airway and ensure adequate ventilation. (B)(4).

Manufacturer narrative:
(B)(4).